Event description:
The customer reported being hospitalized due to high blood glucose of 419mg/dl. The customer stated that he changed the infusion set and treated with manual injections, but his glucose level still did not drop. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula, and it was not bent or occluded. Reminded the customer to change the infusion set every two to three days. The caller mentioned that he stopped using the quick serter since the spring broke, and he has been inserting manually. The customer stated that he does not stand up while inserting and it may be the reason for his recent high glucose level. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.